Event description:
The physician reports difficulties with irrigation and vacuum during cataract surgery, causing a weak chamber, which resulted in a posterior capsular tear. A vitrectomy was performed and another intraocular lens was implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after successful deployment of the sutures, the suture trimmer did not cut the suture. It was thought that the device did not have a blade in it. Another blade was used to trim the sutures. Hemostasis was achieved by the perclose proglide device. There was no reported adverse pt effect. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.